Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to dislodgement causing high thresholds. Patient also required a replacement promri lead for regular mris due to brain tumor. Should additional information become available, this file will be updated.